Event description:
The addease connector was returned fully assembled to the bag and drug vial. The vial was observed to be 3/4 full of solution. The rubber plug was not found in the vial, but was lodged in the spike lumen of the connector blocking the flow. Co is aware that this can occur when pressure is applied on the diluent bag while the assembly is hung, or if pressure builds up inside the drug vial and is released due to a crack in the vial or improper crimping of the drug vial stopper.